Manufacturer narrative:
Qc was performed before the event. It is unk if qc was done after the event. The specimens were collected in micro containers and tested in a whole blood mode. Service summary: a field service engineer (fse) was dispatched to the customer lab on 12/08/06. The fse performed reproducibility and carry-over testing. The fse replaced drain and rinse peristaltic pump tubing that was worn out. (Per the fse, the tubing can cause erratic results if the peristaltic pump is stalling intermittently). As of 12/15/06, there have been no further reported issues from this account. Beckman coulter inc. Advised the customer to review sample collection techniques and tube manufacturer recommendations for pre-analytical sample handling. The worn out tubing on the peristaltic pump may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erratic hemoglobin (hgb), and platelet(plt) results that were generated by the coulter act diff instrument. Three (3) patient samples (a,b, and c) collected via finger stick were tested for hgb and plt and result were: hgb: 13.6g/dl, 10.9, and 6.4-13.9g/dl for patients a to c respectively. Plt: 305 x 10 (to the 3rd power) cells/ul, 89 x 10 (to the 3rd power) cells/ul, and 441-875 x 10 (to the 3rd power) cells/ul for patients a to c respectively. The results were reported out of the lab. The 3 patients were redrawn at the hospital and tested for hgb and plt and results were: hgb: 11.50g/dl, 12.10g/dl, and 10.30g/dl for patients a to c respectively. Results for patient a and c were flagged with an "l" flag ("l - result is lower than low patient sample limit"). Plt: 259 x 10 (to the 3rd power) cells/ul, 132.00 x 10 (to the 3rd power) cells/ u, and 671 x 10 (to the 3rd power) cells/ul for patients a to c. Result for patient c was flagged with an "h" flag ("h - results is higher than the high patient sample limit. Follow your laboratory's protocol"). There was no death or injury as a result of this event.